Event description:
It was reported that during a dialysis catheter placement in the right jugular vein, the puncture needle was allegedly ruptured. It was further reported that there was continuous suction of air. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during a dialysis catheter placement in the right jugular vein, the puncture needle was allegedly ruptured. It was further reported that there was continuous suction of air. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic visual, functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture as a crack was noted to the introducer needle hub. Further during functional evaluation, leak was noted through the crack upon infusion and aspiration was successful without any issue. Therefore, the investigation is inconclusive for the reported air/gas in device as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10